Event description:
Additional information later received reported the previous catheter was never attached right. The patient became ¿sick¿ and when they examined the catheter via imaging, they saw it was not even connected to the pump. The reporter did not have a date for when that happened but it was in the past. That catheter was not removed, the hcp just put in a new one.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_cath, serial# unknown. Product type: catheter. (B)(4).

Event description:
It was reported that the patient¿s catheter replaced because it was found to be disconnected. For 18 months all the medicine was going in, but the catheter wasn¿t connected. It was unknown what drug was in the pump at the time of the event.